Event description:
Allegedly ceramic head broke into pieces one day post operative. At this point, the patient was up walking. In the resulting revision of the hip, an attempt was made to remove the modular neck with the appropriate barrel and t-handle extraction device. The neck taper would not release. In a effort to release the taper, the t-handle portion of the extraction device broke off in the modular neck. They forced removal of the entire stem. The cup kept in place and all other components re-implanted.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the user facility and the surgeon. Event device code is addressed in the package insert. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country, and is the same event as 1043534-2007-00200, -00202, -00203, -00204.